Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no motor movement or negligible movement and retries to free a stuck motor failed. Customer¿s blood glucose was 250 mg/dl. Troubleshooting was performed for pump error and the customer stated that they are not able to rewind the insulin pump. Customer stated that the pump was not exposed to a high magnetic field .the insulin pump will be returned for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific. Device passed selftest. However, device no motor movement during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly.